Event description:
It was reported that during a follow up in clinic, loss of sensing was noted on right atrial (ra) lead suspected to be due to dislodgement of the ra lead. The device was reprogrammed to deactivate the ra lead to resolve the event. The patient was in stable condition.